Event description:
The following information was provided to gore from a clinical study: on (B)(6) 2022, a study patient underwent a aaa procedure. During the procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) were implanted as branch devices in the visceral arteries. During an unscheduled visit on (B)(6) 2022, cta imaging was done and device ovalization (compression) of the proximal end of the left renal artery side branch component was reported. It was also reported all of the implanted branch vbx devices were assessed as patent. No kinks or fractures were observed. The patient was asymptomatic at the time of visit and no intervention was performed or planned.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code a27: device ovalization (compression) was observed during follow-up CT scans. Device remains patent with no observed issues with device. Device remains implanted and no intervention reported. H6: code c19: review of device manufacturing record history results is pending completion of investigation. H6: code b20: device remains implanted and no images were provided. Therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications.